Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In addition to no irrigation there was no aspiration reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure there was no irrigation and the patient experienced a corneal burn. The system did not detect the failure of the cassette which was not well primed. The cassette was taken out and put back in place. A new test was made and the cassette worked normally. Additional information has been requested but not received.

Manufacturer narrative:
This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A consumable sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. (B)(4).